Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and bleeding. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with bleeding at the infusion site. The patient's blood glucose levels reached an unknown level while wearing the pod between 1 and 4 hours. The patient reported a cream and tape were put on this site to stop the bleeding. The patient was released three hours later. The pod was worn when seeking medical attention.